Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set drew air in the line during use. The following information was provided by the initial reporter: chemo tubing drew air.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report is a duplicate of MFR report# 9616066-2022-00883. MFR report is void as a result.

Event description:
It was reported that the bd alaris pump module smartsite infusion set drew air in the line during use. The following information was provided by the initial reporter: chemo tubing drew air.